Event description:
During a coronary stenting procedure, the occlusion balloon moved and deflated. The occlusion balloon wire was inserted into the patient and the occlusion balloon was inflated to 6 mm to occlude the vessel. The physician then inserted the stent delivery catheter and advanced it forward causing the occlusion balloon to move and have contact with some vessel calcification and deflate. The case was continued without distal protection and the patient is reported to be fine.